Event description:
Legs of the filter failed to all open immediately. Two deployed immediately with the other 4 staying together but not twisted around each other. With time, a 3rd leg deployed and the filter remained stable. Once the patient has had surgery, removal of the filter will be arranged as soon as clinically possible.